Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The device passed testing and no failure could be detected. The cause of the event was a faulty pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation, a colleague infusion pump failed a downstream occlusion test with a reading of 7.21 pounds per square inch (psi), which is greater than the acceptable reading range of 2.00-6.80 psi. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.